Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6: medical device problem code. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, clarification from the customer indicated that the issue was not that the device recommended a shock, the issue was that the device continued to prompt CPR despite the patient being stable. Due to the clarification by the customer, this report will be closed as device meets specification. According to our administrator's guide, under the contraindications for use section, this device should not be used for defibrillation on a patient who is conscious, breathing, or has a detectable pulse or other signs of circulation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device continued to prompt CPR despite the patient being stable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.